Manufacturer narrative:
(B)(4). The analysis result showed that the er320 instrument was received empty and the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clip fall down in case - malform clip. It is unknown how the case was completed. Patient consequence unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any patient consequence? No. What is meant by "clip fall down in case?" Did unformed clips drop from device? Did clips fall off of vessels after being placed on tissue? Unformed clip drop from device. Was there bleeding? If there was bleeding, please quantify amount of bleeding. Was patient given any blood products? No bleeding. Was there any change to procedure or post-op patient care? No. How was case completed? Used covidian clip. What is current patient status? Good.